Event description:
#Medwatcher #followup1 #fdamw5039784 #(B)(4) had a hysterectomy (B)(6), 2014 to remove essure.

Event description:
(B)(4). I have constant cramping everyday. I also have sharp pains in my pelvic area. Some days the pain is so bad it interfers with my everyday activities. Motrin nor tylenol help with the pain. I have headaches, hair loss, and fatigue. I had a miscarriage in (B)(6) 2014.